Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The review of the alarm log revealed that the device had an f-38 alarm. The f-38 alarm also occurred during functional testing. Visual inspection found the force sensing resistors (fsrs) to be out of specification. The cause of the alarm was determined to be out of specification fsrs. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.